Manufacturer narrative:
Reinforced surgical technique to customer. Surgeon must countersink calaxo screws at least 3mm on the tibial side. No product was being returned for eval. (B)(4).

Event description:
Email received with additional info on (B)(6) 2007, indicated a revision surgery for 1990's acl. No issues at tibial tunnel site at 5 months post-op ((B)(6) 2006), but within a month had sudden overnight swelling at tibial site. Removed about 7 ml of clear fluid and 2 ml of screw material from tunnel (both negative cultures) and tunnel had widened. Pt had episodes of instability, and on (B)(6) 2006, had partial tearing of acl. Had prominent mass over tibial tunnel. Performed thermal shrinkage to tighten graft. Tibial side had large amount of purulent material. The screw was dislodged. Debrided the part outside the bone - chalky substance. Last week had more pain and swelling on the tibial side. The dr. Believes the tibial tunnel is in jeopardy, has widened. The screw residual may be causing continued problems. Fixation may be ok.